Manufacturer narrative:
Terumo has received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp that upon initiating cardiopulmonary bypass, they experienced flow issues while using the centrifugal pump. Priming of the circuit had no issues. The patient had a bsa of 1.98 and was emergently placed on cpb after becoming hemodynamically unstable. As cpb was initiated, the target blood flow rate was 4.8 l/min, while the maximum flow rate produced was only 3.6 l/min, even though the rpm had been gradually raised to 3600 rpm. During the next 5 minutes, the flow rate had decreased to about 2.5 - 2.75 l/min. The circuit line pressure was measured just after the oxygenator at normal values of 180-200mmhg. Various adjustments were made with no affect so the unit ws changed out resulting in the patient losing 200-300cc of blood that remained in the original circuit. The procedure was delayed approximately 40 mins due to the issue and product changeout. The surgery was completed successfully, and there was no patient harm was observed.